Event description:
(B)(4): document contains no new information. Information pertains to pe 700484781: unable to adjust/incisions not healed and pe 700484563: interstim not working for 8 months. 2013-(B)(6) lcf (hcp): additional information received reported that the event was related to malfunctioning of the ¿paddle electrode.¿ it was stated that the right lead was not working. The entire spinal cord stimulation system was replaced on (B)(6)-2013. The patient required hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v010368, implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).